Event description:
Patient reported that the lancet carrier is not fully retracing inside of the device, resulting in the lancet protruding from the end-cap. Patient indicated that, as a result, the needle penetrated too deeply, bruising her finger. Patient self-treated by cleaning the puncture site with isopropyl alcohol and applying an antibiotic ointment. No additional treatment was required. Technical support requested the return of the suspect product and replacement product was shipped.